Event description:
On (B)(6) 2013, it was reported that the rubber keypad was peeling and the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2013 with the following findings:the keypad was found to be torn between the ok and down arrow buttons. Evaluation revealed that the down arrow keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast and down arrow key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Visual inspection revealed cracks in the battery compartment at the threads.